Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and reviewed against the reported event. Visual examination of the returned product identified item and lot number. Inspection of the product confirms the impactor pad has fractured and not all the pieces were returned. Cosmetic inspection found strike marks along with nicks and scratches throughout the part. Instrument was submitted for fracture analysis. The returned device was reviewed with visual examination and optical microscopy using a keyence vhx-1000 digital microscope. Overall view of the returned device is shown in figure 1. The fracture surfaces are shown in figures 2-3. The fracture likely initiated at the thread interface with fracture surface artifacts of hackle marks, river lines, and a bending hinge indicating bending overload as the final failure mode. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Cmp (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that upon impaction of the humeral head, the impactor head fractured. No patient impact was reported. Attempts have been made and no additional information is available at this time.